Event description:
Sigmoid colectomy. Plcr75b reload was fired and only cut and stapled approximately 80% of the way and did not cut or staple the remaining 20%. The knife blade was left exposed. Another device was used to complete the case.